Event description:
It was reported that the user experienced an occlusion alert while using an infusion set and received troubleshooting guidance on clearing the alert, including performing a full supply change; the alert resolved after the supply change, and the user reported using a contact detach infusion set. Symptoms included no reported changes in blood glucose. Outcomes included resolution of the occlusion following replacement of infusion supplies. Investigation included user communication, education on occlusion resolution steps, and verification that a supply change cleared the alarm. Investigation of this case revealed an infusion delivery occlusion that was resolved by replacing the infusion set and related supplies, consistent with an infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was use-related or setup-related factors leading to a transient infusion line occlusion.

Manufacturer narrative:
Initial.